Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 564 mg/dl. Bg cause was not known. Customer addressed the elevated bg by manual insulin injection. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.